Event description:
The iab was inserted into the pt on 2/6/98 at 8:00 pm and removed on 2/7/98 at 9:30 am. The iab did not malfunction. The pt had severe bleeding, a transfusion was required, a vascular surgeon was consulted and removal of the iab was required. (Event complications: severe bleeding/transfusion/removal required-rpt'd 3/6/98.) (Pt's current status: discharged-rpt'd 3/6/98.)